Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had to change the infusion set because she was treating her high blood glucose level. Customer's blood glucose level was 413 mg/dl. The customer had pain in the back of her head and had a dry throat. She treated her blood glucose level with a manual bolus using the insulin pump. The self-test passed. The device was not returned.